Manufacturer narrative:
A2. Age at time of event- 18 years or older. E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. Blood was visible inside the balloon material. An examination of the balloon material identified a 2mm longitudinal tear located in the distal balloon cone at 1mm proximal from the distal markerband and extended 2mm proximally. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube and shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 12atm for about 10 seconds. The device was able to remove from the patient's body without problem with the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Age at time of event- 18 years or older. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the balloon ruptured. The (B)(4)% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 12atm for about 10 seconds. The device was able to remove from the patient's body without problem with the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.